Manufacturer narrative:
Outcomes attributed to adverse events: other: cerebral infarction. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient was stiff before the dbs implant operation, and the postoperative improvement was not good, and then a cerebral infarction appeared. They were experiencing brain atrophy and were unable to take care of themselves. The family consulted the healthcare provider (hcp) about the current low quantity of electricity, the hcp said due to the patient's current condition they did not recommend an ins replacement. There was a shutdown of the dbs treatment. There were not more than 50% of symptoms reduced. The cause of the event and troubleshooting performed were both unknown. No further complications were reported as a result of this event.